Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net, the nurse noted intermittent atrial undersensing, the atrial sense test trend showed a trend of gradual increasing and decreasing fluctuations. The patient had an ablation procedure and no longer had atrial fibrillation. No additional informaiton was available, no patient symptoms were reported.